Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was delivering a dual / square bolus and something went wrong. The circle disappeared. Troubleshooting was performed. The customer's blood glucose was 500 mg/dl. The customer recheck blood glucose and it was 400 mg/dl. The customer knows why they had high glucose and declined troubleshooting for high blood glucose at time of call. Nothing is returning.